Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side is defective. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported in use, the blade gradually deviates to the left or right under the effect of vibration. During service, the technician found that the coupling tool side was worn out. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
The technician found that the coupling tool side was worn out. This is report 1 of 1 for complaint#(B)(4).